Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection, underwater clear passage and pressure testing was performed. The device was found to flow without issue. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not flow during infusion. The device was being used with a non-baxter infusion pump. The reporter stated that the device had been successfully primed with vancomycin; however, after being loaded into the pump the device did not flow. The reporter indicated that the set was replaced and infusion was continued. There was no patient injury or medical intervention associated with this event. No additional information is available.